Manufacturer narrative:
The maxi ld balloon was noted to be leaking before use on the patient and could not be inflated. There was no difficulty removing the product from the hoop, the protective balloon cover or difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to prepping the product. The brand of contrast, the ratio of contrast to saline and the brand of inflation device used are not known. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15388288 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis it is not possible to draw a clinical conclusion between the device and the event.

Event description:
The maxi ld 7f 25x4 110cm balloon was leaking and could not be inflated. There was no difficulty removing the product from the hoop, the protective balloon cover or difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to prepping the product. The brand of contrast, the ratio of contrast to saline and the brand of inflation device used are not known.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.this device is available for testing and evaluation but has not yet been received for analysis. Additional information is pending and will be submitted within 30 days upon receipt.